Event description:
The device history record (DHR) review was completed in 2009, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Failed ring repair. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days, due to a failed ring repair. Information learned from implant patient registry and from the surgeon's response.